Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer received instructions from technical support on how to reset the pump and successfully did so, with no recurrence of the malfunction code. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappears.